Manufacturer narrative:
The investigation confirmed there was a software issue with the cobas infinity software. When the system tries to add a result status to the test by editing a table (tresultalarms), if the table is locked, the system fails to add the result status.

Event description:
The initial reporter stated there was an issue with the cobas infinity software. A sample test result sent by an instrument to the cobas infinity software with a data flag indicating the value was over the technical limit of the assay. The value was expected to be flagged with the status "blocked by instrument alarm" (bia), but the cobas infinity software did not add this flag to the result. The issue could potentially allow an incorrect patient result to be validated and reported outside of the laboratory.

Manufacturer narrative:
FDA request: this report indicates that erroneous results could be reported due to a confirmed software error. Do you have plans to correct the software error, if so please provide a summary. Manufacturer response: MDR 1823260-2023-01865 was submitted as an initial report as the investigation was still on-going. The investigation is now complete. For this case, according to the customer configuration, when cobas® infinity receives a result with an instrument alarm, the validation criterion used "hold with instrument alarms" prevents the result from being validated, and a result status bia "blocked by instrument alarm" is added to the result. In this case, the result was appropriately held and not automatically validated by cobas® infinity, however the result status bia was not added to the result. The customer has different appearances configured depending on the result status. In this scenario, the expected result was that the bia result status should have been added to the result, thus turning the background of the result from an orange background to a blue background. In this specific scenario, as the bia result status was not added, the orange background did not change to blue in the validation screen, however, the correct result and instrument flags were present. There was no change to the actual result sent from the instrument to cobas® infinity. The issue described has no impact on the accuracy of test results or in their correct release to the prescribing physician and there are no clinical consequences for the patients under examination. The issue has been added to our backlog list and will be addressed in a future release. FDA request: also, is this related to your april recall reviewed by cber, 1823260-04/11/2023-001-c? Manufacturer response: the software error associated with MDR 1823260-2023-01865, is not related to the recall reviewed by cber, 1823260-04/11/2023-001-c. The component, evaluation result, and evaluation conclusion codes have been updated.